Event description:
It was reported that the right ventricular (rv) lead exhibited fracture with high and undefined impedance. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
407652 lead implanted on (B)(6) 2019; w1tr01 crt-p implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.